Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery test due to prime fill anomaly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high blood glucose of 252 mg/dl. The customer was treated for the high blood glucose with a manual injection of insulin. The customer feels that the manual injection shots treat her high blood glucose better than her pump. Patient was admitted to the hospital at scarborough general hospital for the high blood glucose. Time and date of hospitalization was (B)(6) 2014 round 1 pm. Pump is cracked at the corner of the display by the battery compartment. Customer does not know how the damaged occurred to the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.